Event description:
It was reported that this right ventricular (rv) lead exhibited noise and noted to have pacing inhibition due to lead fracture. The rv lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).